Manufacturer narrative:
It was reported that the patient will receive an irrigation and drainage as well as a poly insert exchange. Reason for the procedure is unknown. Revision surgery is planned to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.

Event description:
It was reported that the patient will receive an irrigation and drainage as well as a poly insert exchange. Reason for the procedure is unknown. Revision surgery is planned to exchange the poly inserts.